Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: received product consisted of a quantum maverick balloon catheter fractured in two pieces with no original packaging or other devices. The proximal portion from the edge of the strain relief to the hypotube fracture site measured 73.5cm. The distal portion from the hypotube fracture site to the tip measured 69cm. Microscopic inspection revealed the appearance of the fracture surface is consistent with the device having been kinked prior to the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a shaft break occurred. An angiogram showed there was 80% stenosis with no calcification and non tortuous left circumflex. The vascular access site was radial. The lesion length was 36mm with a reference vessel diameter of 2.75mm. The de novo lesion was predilated with a 2.5x20mm sprinter balloon. A 2.75x38mm taxus liberte stent was implanted. The physician wanted to post dilate the lesion with a 3.0x15mm quantum maverick monorail balloon. While advancing the balloon kinked and the shaft fractured. The physician withdrew the guide catheter and pulled out the broken balloon catheter. He then pulled another 3.0x15mm quantum maverick balloon to complete the procedure. No patient complications were reported and the patient's status is stable.